Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breast cancer and headaches. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 15, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged breast cancer and headaches related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. During the external and internal investigation, observed an unknown contaminant on the exterior of the front panel, top enclosure, and bottom enclosure. An unknown dust contaminant was observed inside the iso port of the rear panel. A dark, dusty appearance was observed on the interior of the top enclosure, front panel, rear panel, and bottom enclosure. A white dust contaminant and piece of dark unknown substance were observed inside the inlet of the blower box, confirming debris in the airpath. An unknown dust contaminant was observed on the bottom enclosure, blower, blower seal, and blower box. An insect of an unknown species was observed on the lower portion of the blower box. Evidence of liquid ingress was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. Manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able directly address the patients symptoms and there was evidence of sound abatement foam degradation.